Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. No button error alarms were noted. The insulin pump had no button response due to moisture damage on the keypad traces.

Event description:
It was reported that the insulin pump alarmed button error and the customer was unable to clear the alarm. Customer stated that the buttons were unresponsive and they were unable to bolus. Customer's blood glucose reading at the time of the call was 145 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.